Event description:
Procedure type: colectomy end to end anastomosis. According to the reporter: it was difficult to rotate the wing nut to close the device. After firing, some staples remained in the device, and were malformed. Manual suturing was performed to complete the procedure. Surgery was extended by more than 30 minutes, however, no stomas were needed. No bleeding occurred as a result. No pt details were disclosed but reported to be in well condition.